Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a disconnection in the cable unit, the endoscopic image could not be displayed. A definitive root cause could not be identified. However, based on the results of the investigation, it was likely that the malfunction was caused by a component failure. The most probable cause of the black screen and absence of image on the monitor was traced to this failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed no image on the monitor, resulting in a black screen. The issue occurred during reprocessing. There were no reports of patient involvement.